Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening on valve, opening in anterior and crease flat. Leak test and microscopic analysis was performed which identified: opening crack and opening striated. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A striated opening assessed as surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, slow leak at valve

Event description:
Healthcare professional reported a left side slow leak/deflation. Additional report of "slow leak at valve". Device has been explanted.